Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of x-rays by the manufacturer revealed a gross lead discontinuityreview of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury. Corrected data: x-ray review was inadvertently left off of initial MFR. Report.

Event description:
It was reported that the patient's vns device had high lead impedance. The vns device was disabled.

Event description:
It was reported that the patient's device is currently programmed off and the patient will be offered resective epilepsy surgery. It was reported that if the patient accepts the surgery the device will remain off and if the surgery is not successful then the lead will be replaced. X-rays were sent to manufacturer for review. Review of x-rays identified a lead break near the strain relief bend.